Event description:
Customer states that she attempted to test on her aviva meters, but was unable to obtain a reading due to an error message. She was feeling shaky and went in her house. She sat on the couch to watch television, and passed out. Customer stated that her son attempted to wake her up several times but was unable to. Eventually (no time frame provided), the customer awoke and she took her medication and went to bed. The next day, she felt fine. Customer took 4 mg of glipizide about 1 hour before passing out. Customer had normal physical activity and eating habits the day of the incident. It was unclear whether the customer attempted to test on both aviva meters prior to the incident. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 2. Reference medwatch with patient identifier (B)(6) for the aviva system 1.